Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: a review of the pump¿s black box showed cs 064 call service alarms (occlusion during prime). During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation. The complaint of a call alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged the alarm would sound during the load/rewind stage of priming the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.